Event description:
The pump was returned for service where a failure code 812:02 occurred during testing. The hosp was contacted by the baxter service facility and a hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.